Event description:
It was reported that the customer broke the belt clip for her insulin pump. Her blood glucose was 20 mg/dl at the time of reporting. She was advised that the clip would be replaced as a courtesy. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.